Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 clarifier- failure to follow steps / instructions the additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that a venous closure of the right common femoral vein using a prostyle device after an electrophysiology diagnostic procedure using and 8f sheath. Femoral imaging was not performed. Reportedly, the prostyle device was deployed and placed; however, during knot advancement, the complete suture came out. The knots were formed and intact. The same issue occurred with three additional prostyle devices. Manual compression was then applied to achieve hemostasis. There was no adverse patient sequela. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. The investigation determined that the reported suture malposition and unexpected medical intervention appear to be related to operational context. It is likely an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.